Event description:
(As reported in 04/2005). Patient had surgery approximately 6 weeks ago. Patient apparently had difficulty removing the catheter and cut it. Patient did not come in for a follow-up visit. The patient was supposed to be seen in the doctor's office in 04/05, but cancelled the appointment. Patient reported to the nurse the catheter segment "festered" it's way out and that the segment was approximatly 6" in length. The catheter was not saved. The patient has not expressed any further complaints.